Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint: (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation sometime in (B)(6) the year 2016 and the patient was discharged home. Approximately a couple weeks post procedure the patient "developed systemic inflammatory response syndrome" and was admitted into the hospital. We have been unable to obtain additional information surrounding this event.